Event description:
The lay reporter/pt's family member called lifescan (lfs) on december 7, 2005, and alleged that pt's mother's meter was reading inaccurately high. Follow-up qestions were sent on december 9, 2005 and the following info was obtained/verified. In 2005, the pt suffered diabetic ketoacidosis (dka). She was not willing to state when the pt last tested on her meter. She did not have any symptoms leading up to the injury. At the time of the dka, the pt went to the hosp and received treatment. She performed a comparison between her meter and the hosp meter. A result of 17.2 mmol/l was found in the meter's memory, the reporter could not state was the result was on the hosp device, but the difference between the two results was 3.9 mmol/l. A hba1c result showed that the pt's blood glucose over a 3-month period was "not well controlled". The pt tests her blood glucose only once a month and takes 36 units of insulin per day, however she is alleging that her treatment was delayed due to the alleged low results. Her meter results were approximately 6 to 7 mmol/l when she would test. The customer service rep visited the pt's home and walked the pt through several comparison between the pt's meter and another lifescan meter. All of the differences ranged from 0.1 mmol/l to 1.8 mmol/l and were within the product's specification range. The reporter was unable to state if the test strips were in good condition. He reported that the codes did match, however, the technique of applying the blood to the test strip was incorrect. He did not have any control solution to troubleshoot. This complaint is being reported as an adverse event because the pt was allegedly obtaining falsely low results and due to that, treatment was delayed, which resulted in diabetic ketoacidosis. A replacement meter has been sent to the pt.